Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had fibrin clots caused no serious injury medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fibrin with the incident lot was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to fibrin were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for fibrin with the incident lot was observed. Evaluation/testing of the customer samples was conducted and fibrin was not observed. Additionally, evaluation/testing of the retain samples was conducted and fibrin was not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.